Event description:
It was reported that the patient had issues with purewick urine collection system's motor not sucking properly. They have just bought an accessory kit on (B)(6). It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per additional information received via email on 03sep2025, there was no injury, the motor was just no longer suctioning. Per customer via phone on 03aug2025, it was reported that patient said the purewick is still not working after troubleshooting. Tcm to send biobox. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was unconfirmed, as the product met specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (unopened pump tubing, unopened collector tubing with elbow connector, collection canister with lid, and external power cord ). There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. Functional evaluation of the returned sample noticed the device passed tm0301240, revision 3 with a value of 2.107 slpm at device start and 2.213 slpm at 10 seconds. Once the system was powered on and ran for 30 seconds, the device passed tm0301254 revision 3 by showing a 500g increase in 17.46 seconds. A labeling/packaging review is not required as the reported event is unconfirmed. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had issues with purewick urine collection system's motor not sucking properly. They have just bought an accessory kit on (B)(6). It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used) per additional information received via email on 03sep2025, there was no injury, the motor was just no longer suctioning. Per customer via phone on (B)(6) 2025, it was reported that patient said the purewick is still not working after troubleshooting. Tcm to send biobox. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the reported event was confirmed due to product specifications/performance failure. Cause of the failure is unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (collection canister, lid, collection tubing with elbow connector, pump tubing, external power cord and 1 box of purewick female external catheters). There were no cracks present on the canister. There was no residue present in cannister, and light reside in the collection tubing. The stop valve was working properly. There was light and sound indicating function. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter " . 6. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick¿ urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick¿ urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks, separated housing, not suctioning properly or no suction, damaged power cord. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had issues with purewick urine collection system's motor not sucking properly. They have just bought an accessory kit on (B)(6). It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per additional information received via email on 03sep2025, there was no injury, the motor was just no longer suctioning. Per customer via phone on 03aug2025, it was reported that patient said the purewick is still not working after troubleshooting. Tcm to send biobox. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. Correction: d. Instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had issues with purewick urine collection system's motor not sucking properly. They have just bought an accessory kit on (B)(6). It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per additional information received via email on 03sep2025, there was no injury, the motor was just no longer suctioning. Per customer via phone on (B)(6) 2025, it was reported that patient said the purewick is still not working after troubleshooting. Tcm to send biobox. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).